Event description:
It was reported that the subject device used for a therapeutic gynecology procedure, showed a gloomy image. The moment when the malfunction was first noticed is unknown. The procedure was completed using a similar device with no surgical delay. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: d8, h2, h3, h4, h6, h11. The device was returned to the regional service center for inspection and the reported failure was confirmed. In addition, the following reportable malfunction was identified during the device evaluation: the light guide bundle of the insertion section is broken. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: regarding the customer allegation the image was bad due to a light guide bundle was damaged. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the subject device used for a therapeutic gynecology procedure, showed a gloomy image. The moment when the malfunction was first noticed is unknown. The procedure was completed using a similar device with no surgical delay. There were no reports of patient harm.